Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Investigation evaluation based on event description solely since no device has been available for investigation. It is assessed that this separation happened in the snare end, since the physician used a snare to retrieve the filter after separation happened. However, according to the instructions for use (IFU), physician are not suppose to " apply traction" during filter retrieval, caution: advance the inner sheath over the filter to collapse it. Do no retract the loop snare. This may cause damages to the caval wall. Also from the IFU: do not use excessive force to retrieve the filter. It is possible that device received manipulation and forces beyond its intended design during the procedure when traction was applied which caused the breakage. There were no other complaints received on this lot number. No evidence to suggest that device was not manufactured according to specifications. Without return of the device or additional info, we cannot determine a cause for this failure with certainty. Risk reduction is not required per quality engineering risk assessment. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.

Event description:
During a filter removal post 3 month implant. The filter was centered and easily grabbed with snare. In the process of applying traction the snare wire broke. The physician used a competitors snare to finish getting the filter out which came out fine. No additional procedures were performed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon completion of the investigation on (B)(6) 2014 the event was determined to be reportable.